Manufacturer narrative:
The customer reported that he had intermittent signal loss on his med surge telemetry units. Investigation revealed that the complaint could not be duplicated.

Event description:
The customer reported that he had intermittent signal loss on his med surge telemetry units.